Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectopexy procedure. The suturing device was being used to close the peritoneum. The needle reload came off of the suturing device three times. Each time, had to cut the previous one and start with a new reload. No device component fell into the patient's cavity. There were no issues with toggling, loading, or unloading the device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.